Event description:
According to the initial information received, this 15mm amplatzer septal occluder (aso) was being implanted to repair the patient's secundum septal defect; however, the aso embolized soon after it was deployed. The aso was successfully retrieved during the procedure.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f amplatzer torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. The results of this investigation are inconclusive and the cause of the embolization remains unknown. Please let us know if there is further information that will help us to understand this event.

Manufacturer narrative:
Aga requested further information regarding this case but medical records and images were not provided. The results of this investigation are inconclusive since no additional information was received. The cause of the patients embolization remains unknown.

Manufacturer narrative:
Procedural images received included fluoroscopic and echocardiographic images. The fluoroscopic images included balloon-sizing. Cine-fluoroscopic images illustrated device deployment. Echocardiographic images included 15 still images of the asd in multiple tee views. Echo images 16 through 58 could not be opened, therefore, could not be analyzed. The cause of the embolization could not be conclusively determined.